Event description:
Information was received that this smiths cadd solis hpca pump accuracy was constantly off by 4 ml. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the device's issue was unable to be duplicated due to the devive not powering on. However, the downstream sensor will be replaced as a preventive measure. Service will replace the circuit board to correct the powering on issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.